Event description:
The instrument had broken during a hysterectomy procedure. The broken piece was retrieved. An x-ray was conducted to verify no instrument pieces were left in the pt. No foreign body was visualized in the abdomen on x-ray.